Manufacturer narrative:
The device has been discarded and will not be returned. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 32 mmol/l (576 mg/dl) while wearing the pod between 37 and 48 hours. When hyperglycemia did not resolve despite bolus administration, the patient's legal guardian took her to (B)(6) hospital emergency room (ER). The patient presented with fatigue, nausea, dehydration, and disorientation. Upon removal of the pod from the infusion site (abdomen), the cannula was found to be bent and leaking insulin. No specific treatment was provided; the patient was only advised to change the pod. The patient was discharged from the ER after two hours. The pod has been discarded.